Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "tenderness", "pain", "redness", "erysipel", "urticarial" and "swelling of lymph nodes" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional (hcp) reported 3 months after injection with juvéderm® volift¿ with lidocaine, juvéderm® volbella¿ with lidocaine, and juvéderm® volite in tt1-3, t1-2, ck 1-4, o 1-3, lp6 patient experienced pain, redness and tenderness on palpation in the injected areas, swelling of lymph nodes and tenderness on palpation in the neck area. To the hcp, it looked like an erysipel or urticaria. Patient was treated 24h after onset with augmentin 1g 1-1-1, fragmin 5000 and brufen 600 mg 1-1-1 whereas the symptoms resolved slightly. After 48h patient received additional treatment of: tbl. Dexamethasone 4mg 1-1-1 for 1 week. Symptoms resolved completely after 4-5 days then recurred. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01019 ((B)(4)), MDR ID# 3005113652-2017-01020 ((B)(4)). This MDR is being submitted for the third suspect product, volift¿ with lidocaine, also a device manufactured by allergan.